Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set "became loose" from the patient's peripherally inserted central catheter (PICC) line. The event was further described as "found tubing still infusing, not connected to the patient." It was stated that the morning partial thromboplastin time (ppt) was inaccurate. The issue was identified during patient infusion with heparin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.